Manufacturer narrative:
The patient manual has instructions on placement of the electrodes and changing the electrodes and states "the patient can use whichever electrodes best suit their skin type." In addition, the manual states "if your skin becomes abnormally red at the electrode sites, the electrodes should be moved to either immediately above or below the original sites. If the redness does not go away after 48 hours once the electrodes are removed, you should contact your doctor." Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, reference 0002242816-2016-00024.

Event description:
The patient reported after approximately a month of using the bone stimulator her skin was burned. She stated she used two different types of electrodes so she is not sure which one caused the burn. She stated she called her physician who called in a prescription for silvadene cream. She states she changed the electrodes twice a day and moved them around. She stated she is using the silvadene cream and is healing and will try using a different electrode.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of three for the same event. Reports two and three are reported on MFR #0002242816-2016-00024 and 0002242816-2016-00040.

Event description:
(In addition to what was already reported), the patient later called to inform that her physician stated she had first and second degree burns. The patient stated her moles had gotten larger as well.